Event description:
It was reported that the replacement tube came out. The assumption was made that the balloon burst. The staff inserted a new tube manually at the bedside of the patient. No sedation was needed.

Manufacturer narrative:
Ross standard procedure includes attempting to obtain all required information from the source.